Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-04877. It was reported that surgical intervention occurred on (B)(6) 2023 wherein the patient's system was revised for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the patient's scs system was explanted to address the issue.